Event description:
Procedure: right knee revision, related to case (B)(4). The patient underwent primary bilateral pkr on (B)(6) 2003 performed by dr (B)(6) at (B)(6) hospital. Left knee was revised in 2014 due to osteolysis and tibial component collapse ((B)(4)). The right knee was revised on (B)(6) 2015 due to osteolysis of both the tibia and femur. Upon opening the knee, both components appeared well fixed, on removal it was seen that extensive osteolysis was present. Surgeon removed and replaced the knee components. Photo of x-ray available. Patient initials (B)(6), male.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Manufacturer narrative:
Conclusion and justification status: the complaint was received into (B)(4) complaint department 2 april 2015 with the comment: procedure: right knee revision, related to (B)(4). The patient underwent primary bilateral pkr on (B)(6) 2003 performed (B)(6). Left knee was revised in 2014 due to osteolysis and tibial component collapse ((B)(4)). The right knee was revised on (B)(6) 2015 due to osteolysis of both the tibia and femur. Upon opening the knee, both components appeared well fixed, on removal it was seen that extensive osteolysis was present. Surgeon removed and replaced the knee components. Photo of x-ray available. (B)(6). No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.